Event description:
Home pt rec'd the initial complaint from its distributor. The problem occurs only when the philips sd 800 ultrasound imaging system, operating with version 2.1 or 2.1.1 software, is used with the 21370b endovaginal transducer to generate guiding graphics for needle biopsies. The graphic overlay generated by the system software incorrectly indicates the track of a nedle held in the biopsy guidance attachment for this transducer.